Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a distributor regarding a generator and handpiece. It was reported the hcp was using the plasmablade during a procedure and thought he might have used coagulation setting with the plasmablade instead of cut. It was noted that post operation the spine stimulation device would not turn on. It was noted the patient was fine but needed to have the spine stimulation device replaced. The patient was listed alive with no injury at the time of the report. Additional information from the distributor was received. It was reported that the model and serial number of the generator was unknown, there was two generators and they did not have any way of knowing which was used. It was noted the generators were both still in use. The lot number was unknown as the product was throw away. It was noted the patient required additional surgery to replaced the implant spinal stimulator the next day and they were fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacture representative (rep). It was reported due to confidentiality the hospital would not provide the patient information.